Event description:
A surgeon reported a pt with a decentered lens following intraocular lens (iol) implant surgery. The surgeon reported he plans to reposition the lens. Additional info was received from the surgeon who reported he is unable to provide any further info as the iol was implanted about twenty yrs ago by an unk physician. He stated the pt is experiencing blurry vision.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).